Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the device was being tested before the implant procedure, no telemetry or partial telemetry was noted on interrogation. The programmer was rebooted and multiple attempts were made to establish telemetry with the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed electrical discontinuity with a diode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.